Event description:
Information received indicated the CPR function was operating properly.

Manufacturer narrative:
The hill-rom technician found that the CPR was out of adjustment. He adjusted the CPR linkage and the bed functioned to specifications.